Event description:
Pt's friend called in 2002 alleging the pt's meter was reading inaccurately high. She also alleged the meter keeps giving the same readings each time pt tests their blood. For approx one week the pt began getting a reading of 69mg/dl in the morning and 174 and 175mg/dl every afternoon. The afternoon reading was inaccurately high. Within the week that the problem occurred, pt went to the ER three times for low blood sugar. On one visit pt passed out in the waiting room with a blood sugar of 22mg/dl. During each visit the pt was given glucose and released the same day. Pt is taking a set amount of insulin-n, amount unk. Pt will take humalog on a sliding scale if sugar is high. Pt has received the new meter and it is working well. No further info has been reported.